Event description:
It was reported that during a common iliac stenting treatment procedure, deployment difficulty occurred. The physician attempted to place an iliac wallstent to an unknown lesion. The physician pre-dilated the lesion, unknown type and size balloon, and then attempted to place the wallstent. The stent was 50% deployed when the physician reconsidered and recaptured it. The physician then replaced and repositioned the catheter and opened the stent again. Upon deployment, the stent would not fully open and the physician was unable to recapture it, despite several attempts. The stent was finally captured into the introducer and removed completely. The procedure was completed successfully with another device, same type and size. No pt complications were reported. Pt status post procedure is noted as stable.